Event description:
Unomedical reference number (B)(4). Event occurred in spain. Patient complained about six infusion sets that fell off during use. Event took place on 19-may-2024, 23-may-2024, 01-june-2024, 13-june-2024, 19-june-2024 and 23-june-2024. The infusion sets were in use for few hours. Patient resolved all the events by replacing infusion sets and resumed insulin succcesfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 6 of 6.